Event description:
Customer reported the air/water (a/w) feeding was insufficient. The issue found during reprocessing. The intended procedure according to the report was completed using another device. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
Initial reporter address: the full name of the facility establishment is (B)(6). The subject device was received and evaluated . Device evaluation has confirmed the reported issue of " air/water (a/w) feeding was insufficient.". Device evaluation noted, during the inspection at olympus repair center (rc) (B)(4), it was found that nozzle was clogged by some white foreign matter (tissue). According to the follow up with service business center (sbc) field service engineer (fse) , the foreign matter was described as a "tissue", however, photo was not provided. The foreign matter was able to be removed. The clogged according to the report occurred on the previous procedure and customer was able to reprocess the device correctly. In addition, it was conveyed that it was not possible that the device was used with a case with the foreign material as the foreign material was recognized in the nozzle before reprocessing. It was conveyed that the device has not been used on any other patients since this event occurred. Sbc representative reiterated that the issue occurred just after the previous procedure during reprocessing and once the problem recognized, the device was immediately sent to rc for repair and inspection. Additional inspection found the device the insertion section was matte (dull). Review of device repair history showed the concerned product has been repaired once in the past year. Fault detection on (B)(6) 2022 noted the following: light guide (lg-tube) was leaking. Insertion section was wrinkled and deteriorated. Protector was broken. Switch discolored. Scope cover (s-cover) had not label. Suction cylinder was worn. Angle was insufficient. Repair completion date: (B)(6) 2022. These faults found during the previous repair are unrelated to the current reported phenomenon " a/w clogged , foreign object in the nozzle" investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the nozzle was not deformed or damaged and no deviation from instructions for use (IFU) was confirmed. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.